Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the bsn representative was unable to connect to the patients ipg and was unable to program. The patient underwent an ipg explant procedure.

Event description:
It was reported that the bsn representative was unable to connect to the patients ipg and was unable to program. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.